Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Endoleak. The gore tag thoracic endoprosthesis instructions for use (IFU) states under potential device or procedure related adverse events: complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: endoleak, reoperation.

Event description:
On (B)(6) 2007, the pt underwent treatment for a descending thoracic aortic aneurysm and was implanted with a gore tag thoracic endoprosthesis. The procedure went well. On (B)(6) 2007, the pt underwent a reintervention to treat a distal type I endoleak. The pt was implanted with an additional gore tag thoracic endoprosthesis, to extend the previously implanted tag device. The endoleak was resolved and the pt tolerated the procedure. A search of the social security death index (ssdi) determined this pt expired on (B)(6) 2009. The cause of death is unk.